Manufacturer narrative:
It was reported that after stent implantation 9 days later, ulceration was found on a stent proximal side end and bleeding was seen. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. But it is impossible to return suspected device because it is still inside patient's body. Ulceration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Since ulceration and bleeding were found on a stent proximal side end, stent implantation might affect to ulceration. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure. Since there was no problem at device history record, it is difficult to judge ulceration caused by device malfunction. It is considered that ulceration was occurred due to complexity of patient's lesion status and stent implantation. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2017: ec1812ar was applied to esophageal cancer of lower third of esophagus. On (B)(6) 2017: the patient vomited blood. After that, when endoscopy was carried out, ulceration was found on a stent proximal side end and bleeding was seen. So, endoscopic styptic treatment was performed as measures. On 2017: the doctor confirmed hemostasis again with the endoscope. There has been no treatment other than hemostasis and the patient has been able to ingest orally.